Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a low battery alert and off no power anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had a low battery alarm and he changed out the battery. The customer stated that the pump read battery out limit. The customer stated that the pump alarmed after battery change. The customer was advised to disconnect, remove the reservoir and rewind the pump. The customer declined to troubleshoot for low battery and off no power anomaly. The customer was advised to monitor the pump.